Event description:
It was reported that the patient had a headache. Exploratory surgery was performed to see where spinal fluid was coming from. It was noted that the catheter migrated/dislodged at the distal segment when the catheter was accidentally pulled out of the spinal canal during a separate back surgery on (B)(6) 2015 for post-laminectomy syndrome. A revision was performed, and the spinal portion was replaced. The location of the issue or symptom was the catheter track. The patient status was alive-no injury. The patient had saline in the pump prior to the back surgery, so he was not receiving pump therapy; was in a drug holiday at that time. The patient recovered without permanent impairment. The pump system was being used to infuse preservative free saline.

Manufacturer narrative:
Concomitant product: product ID 8709, lot # l80507, implanted: (B)(6) 2000, product type catheter. (B)(4).